Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 6 insyte 24ga x 0.75in were found to be defective during use. The following was reported by the initial reporter: "6 #24 catheters used in same patient had difficult to be inserted, since when puncturing the skin only the needle tip gets into it, the plastic catheter wrinkles and does not pass through the skin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 insyte 24ga x 0.75in were found to be defective during use. The following was reported by the initial reporter, "6 #24 catheters used in same patient had difficult to be inserted, since when puncturing the skin only the needle tip gets into it, the plastic catheter wrinkles and does not pass through the skin."